Manufacturer narrative:
Neither the product nor data logs were returned for analysis. The manufacturing review found no other complaints against this lot of impella rp pumps. Without product or data logs, no root cause of the bleed could be determined. The failure mode will be trended and monitored. (B)(4).

Event description:
A (B)(6) female patient was admitted with right heart failure post pulmonary embolism. An impella rp was placed on (B)(6), in conjunction with the ekos thrombolysis system. On the following day, (B)(6), the abiomed field representative was notified that the rp was explanted due to bleeding. The representative was told there was bleeding around the sheath at the access site. The hospital did not retain the pump or sheath for analysis. There was no need for intervention in the form of blood product replacement or vascular repair. The patient was noted to be stable post rp explant.